Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that "this incident occurred in the community on a patient. PICC line was inserted on (B)(6) 2012. The patient was receiving flucloxacillin via a baxter infusor via the PICC line. The line was being flushed once daily with 0.9% na chloride. On (B)(6) 2012, the 3000e on the end of the PICC line was changed to a new 3000e and the above routine continued. On (B)(6) 2012, 5 days following, the parent noticed the 3000e was leaking and the community nurse was called. The nurse noticed the leak where the clear plastic meets the white however when she removed the device and flushed, the leak did not happen." From the reported information, there are no indications of serious injury to the patient or user as a result of these incidents. Medical intervention was not required.